Manufacturer narrative:
97755, sn (B)(6) was returned for product analysis. Analysis found cable insulation is peeling away at donut end and wires are exposed and no device found message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported they have a spinal stimulator and are having issues with their device charging. The patient said they no longer have a contact number for a local rep and need someone to contact them. Additional information has been received stating that the date of the first email was when it would no longer charge. Nothing has changed in nearly 4 years that I¿ve had the device. Patient tried to charge last night, the box that¿s in the charging wire got extremely hot. The remote went from 100% down to 60% and the back stayed at 50% the entire hour charged. Still cannot charge so I haven¿t used the device in days. We¿re actually had to come home early from vacation due to my back pain. Patient called just after sending second email from this case about the issues charging. Patient said they'd had trouble positioning and charging since probably around july 4th, and now the relay box on the recharger got so hot that it started to burn them. Agent asked, patient said their skin was red. Patient also said the controller battery depleted to 50%. When that happened. Agent sent replacement recharger request to repair. Patient confirmed doctor on file was correct.